Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the severely calcified superficial femoral artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured during first inflation at 6 atmospheres for 10 seconds. The device was removed from the patients body without any problem using the normal method and the procedure was completed with a different device. There were no complications, and the patient was in good condition after the procedure.